Event description:
New information received notes that it was reported that the patient presented to the hospital for a scheduled pacemaker change out. During the device analysis, the right atrial (ra) lead exhibited loss of capture. Fluoroscopy confirmed the dislodgement of the ra lead. The patient was in stable condition.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2024 due to an unknown reason. No patient condition was reported.